Event description:
It was reported that lead impedance spiked to >3000 ohms and now fluctuates between 600 and 3300 ohms. Device was removed from service. No patient complications have been reported since the device was removed from service